Event description:
The account reported the bed exit alarm does not function. The bed is located in the hallway of the account. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint number: (B)(4).

Manufacturer narrative:
The tech found the scale on the device was not zeroed before attempting to set the bed exit system, user error. The device referenced in this report is over 12 months old and according to the recommended preventative maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The tech zeroed the scale and the bed exit system functioned as designed, no repair needed. Based on this info, no further action is required.